Event description:
Per the clinic, the patient underwent an MRI scan (date not reported) without removing the internal magnet. Subsequently, the internal magnet became dislodged, leading to device non-use. It was also reported that the electric components of the internal device had failed. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, the patient was reimplanted with a new device on (B)(6) 2013. (B)(4).

Manufacturer narrative:
This report is filed on 14 feb 2014.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013. Due to infection identified at implant site during explantation, reimplanted has been postponed until infection clears. This report is filed (B)(4) 2013.